Manufacturer narrative:
The device was discarded at the facility and not available for return and product evaluation. Without the return of the device, it is not possible to determine if some damage or defect existed on the unit and may have contributed to the event. It is not known if any procedural factors may have contributed to the event. As part of the manufacturing process 100 percent of the units go through an electrical inspection process. The instruction for use provides direction for preparation techniques and insertion procedure steps as a guideline and an aid for the physician. A precaution is given to avoid forceful wiping or stretching of the catheter during testing and cleaning so as not to break the electrode wire circuitry. Proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires. Care should be taken when handling the catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. The device history record review was completed and all manufacturing inspections passed with no non conformances.

Manufacturer narrative:
The device was discarded at the facility and cannot be returned for product evaluation. The device history record review is pending. Once the results are available they will be submitted in a supplemental submission.

Event description:
It was reported that there was a failure with the swan ganz bipolar pacing catheter. It would not pace during use. The user replaced the suspect catheter for a different one and the issue was resolved. Type of procedure and patient demographics are unknown. There was no patient harm or injury.